Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited t wave oversensing. No programming changes were made and the patient continued to be monitored. The patient was stable throughout.